Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva 20ga 1.00in hf y safety mechanism doesn't disengage from hub. The following information was provided by the initial reporter: the nexiva needle wouldn't safety from the catheter. This was only noted in pre-op at kaiser modetso, no other units have reported the same issue.

Manufacturer narrative:
Investigation results: in response to the event reported by your facility a device history review was conducted for lot number 4030906. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A video was provided to aid in our investigation. The video showed a 20g nexiva IV catheter inserted in the patient. The needle appeared to be completely withdrawn through the tip shield safety mechanism; the tip shield remained attached to the catheter adapter, even when attempts were made to pull the tip shield from the adapter. The reported nonconformance has been confirmed. Based on the provided video, our engineers have associated the root cause for this nonconformance with the manufacturing process. Multiple potential contributing factors can lead to a decoupling issue, and identification of the mechanism of failure will not be possible without the ability to review the physical sample.

Event description:
No additional information.

Manufacturer narrative:
(B)(6) 2024. Additional information received, no apparent si identified.

Event description:
Additional information. The impact to the patient is that if the patient is a difficult stick, they have to pull the catheter out and poke the patient again.